Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported by a health care professional that a (B)(6) year old female patient who underwent breast prostheses implantation with mentor smooth saline implants 31 years ago (approx 1988) presented with left side breast swelling to enormous size. The patient underwent bilateral removal via capsulectomies without replacement on (B)(6) 2019. The surgeon indicated that the right side was calcified and the left side had a gigantic capsule that was thickened in some areas to 4 cm. He also indicated there was multiple trabeculations, like inside of a heart chamber. The surgeon order radiographical studies and sent the capsule to pathology to rule out any tumor or malignancy. There was a bloody serum inside the capsule, but not as large as he would expect. During the procedure, the patient hemorrhaged, requiring whole blood transfusions, which the surgeon attributed to the patient's thrombocytopenia. The surgeon reported that both implants were intact upon explantation and that he would provide the pathology results when they become available. See 1645337-2019-12380 for contralateral prosthesis report.